Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she had a pump that had not been working for 6 months. Customer has been using her old pump for 6 months due to keypad issues. Customer stated that the act button was not responding. Customer stated that the pump was dropped and the lcd screen is completely gone on the pump. Customer declined troubleshooting for the physical damage. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump was received missing the display window. The insulin pump was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, and a broken belt clip slot.